Manufacturer narrative:
There was no patient involvement. (B)(6). The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). The customer reported that the device was a loaner unit and was no longer required by the hospital, so it was returned to livanova (B)(4) for repair. During a test run, the reported error codes could be reproduced. Both patient pump 1 and patient pump 2 were identified as faulty and were exchanged. The distribution board was also exchanged. Subsequent functional verification testing was completed without further issues. The exchanged parts were requested for further investigation by quality. However, the parts are no longer available and further investigation could not be performed. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue.

Event description:
Livanova (B)(4) received a report that both of the patient bridge motors of the heater-cooler system 3t were found to be non-functional and displayed an error message during maintenance. There was no patient involvement.